Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under x-ray during a device replacement procedure. The physician implanted a new lead. The patient was in good condition and was discharged post-procedure.

Event description:
Additional information received indicated that the lead was capped during a device replacement procedure on (B)(6) 2016.